Manufacturer narrative:
This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the spo2 module was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site. The customer has assumed responsibility to repair the device with the replacement spo2 module provided.

Event description:
It was reported that there were problems with spo2 measurements. The customer replaced the spo2 trunk cable and finger clip, but the issue was not resolved. When the transducer writes to the finger, vague curves and random measurement results appeared. The device was in use on a patient at the time of the event. There was no adverse event reported.